Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received with the seal mechanism of the universal seal assembly damaged. A possible cause of this condition may be that the seals got damaged during the insertion of the sharp edge devices through the trocar. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a bariatric procedure, the trocars leaked gas. No adverse outcome reported. Another like device was used to complete the procedure. There were no adverse consequences for the patient.